Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim. It was reported by customer that rn spiked the IV fluid and noted fluid leaking onto the ground. Upon further inspection of tubing, noted tubing was broken. Tubing was not sealed/connected below pump safety clamp section.

Manufacturer narrative:
One sample was received and analyzed with the customer's complaint of separation- leakage. The complaint was immediately verified upon receipt as the tubing had come apart from the bottom of the blue clip portion. The tubing was analyzed under high power digital microscope and there was a clear lack of solvent where the tubing was inserted during assembly. This is the root cause of the complaint- a lack of solvent applied by operator during tubing assembly. There have been quality notifications initiated in the time since production of this set to further educate operators and ensure this failure no longer occurs. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.